Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the reaction tray wash unit (wud) was backing up and the solenoid valve (cdev1) had malfunctioned. The cse also checked the aspiration lines and found that the blue line on the dilution washer (dwud) was not aspirating because the nozzle was clogged. The cse removed the clog and ran quality controls, which were acceptable. Upon a follow-up visit, the cse replaced cdev1, cleaned dwud lines with bleach and reran quality controls. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.